Event description:
"Drill bitts broke during patient use" as reported by facility. On follow up it was reported that the tool was being used to create pilot holes for screws to be used for fixation of femoral nails. The surgeon decided not to use the drill motor to drill the hole. It is difficult to start the hole, and align all components, so he used the technique of "tapping" the drill with a stainless steel mallet. The drill bit broke into three pieces. One piece was embedded in the bone and was not retrieved. It is to be retrieved when the rod is removed.